Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) male pt who received triple salt dental adhesive cream (super poligrip original denture adhesive cream) over a period of 20 yrs for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started triple salt dental adhesive cream. At an unk time after starting triple salt dental adhesive cream, the pt experienced neuropathy, loss of feeling in feet, tingling of extremity and peripheral neuropathy. This case was assessed as medically serious by gsk. Treatment with triple salt dental adhesive cream was discontinued. At the time of reporting, the events were unresolved. Consumer reports using super poligrip original for approximately 20 yrs. Consumer's current age is (B)(6). He was using the product containing zinc and believes this caused neuropathy. He experiences tingling feelings in legs, he has no feelings in feet. Consumer reports using product only once per day, but states that he used a lot more than recommended amount. Consumer went to his doctor and they stated that he had some dead nerves (nerve injury) above knee. Consumer discontinued use of the zinc formula approximately one yr prior to report. Symptoms have not resolved. Consumer currently uses super poligrip with no zinc.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).